Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported receiving elevated readings on the meter. Patient stated he received a reading of 295 mg/dl at 9:15 am on (B)(6) 2014; gave himself insulin to lower his blood glucose level and began to feel woozy. Patient reported he called the emts who arrived within the hour and tested patient with a reading of 52 mg/dl. Patient was transported via emt to hospital; treated with unknown medicine to increase the patient's glucose level. Patient was treated at the hospital with dextrose treatment. Requested return of suspect device and replacement was sent.